Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va26k1z, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that the patient received a new lead and they used the existing battery. During the trial they were using program 5 and the patient felt stim at 3.4 v during the stage 1 with the new lead. When they placed the new lead, the patient was not feeling stim on program 5 or program 6. Intra op, they got all 4 green checks on the impedance test. Post op, they got all 4 green checks, but 3 and 1 were greater than 4000 ohms. During the procedure the md decided not to replace the ins, because the impedance indicators were all green and the battery still had 30+ months remaining according to the battery estimate. The following impedance values were provided: 0 all green indicators; 1 c1040 ohms, 0 1024, 2 2124, 3 >4000; 2 green c~1000 ohms 0 2058, 1 2124, 3 2630; 3 1>4000 (all others were showing green indicators).